Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touchpad to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchscreen was analyzed and the reported failure was confirmed but not replicated. In artemis, the 76 error was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected, no errors were found in the error logs. Calibration was done with no issue, it was responsive. The system ran ten power cycles but the reported complaint could not be triggered. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As of these findings, fa team concluded that the error 76 occurred in the field is the potential root cause of the reported event.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the system had a repeatable non-recoverable fault 40021 when they prepared for the surgery. The port was not placed on the patient. Technical support engineer (tse) checked the log and found that the psc touchpad caused this error. Tse guided to perform hpc three times, but the error persisted. Therefore, the surgeon decided to abort the procedure. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.